Event description:
Additional information for this case was received. The investigator updated the cause of death to severe ischemic cardiomyopathy. The investigator has assessed that the cause of death is not related to the device and study.

Event description:
Additional information was received. It was reported that during the patient's one year follow up, a CT scan showed an unknown endoleak and was left uncorrected. Approximately 1.5 years after initial implant, the patient had severe ischemic cardiomyopathy and was given medication, however, the patient expired on (B)(6) 2013. The physician assessed this event as not procedure or device related

Manufacturer narrative:
(B)(4).

Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately one month ago. Aneurysm and vessel morphology was reported as follows: the aneurysm was saccular, and 8 cm in diameter and there was no aortic, or vessel tortuosity. It was reported that the patient underwent a left common artery innominate artery transposition procedure. A talent captivia stent graft was implanted. Post implant, there were no issues reported. At the one month follow-up a CT and chest x-rays were obtained. It was reported on the follow-up CT scan, that the aneurysm increased in size from 8cm- 9cm. No reported issues on the device assessment including no endoleaks were reported. The investigator assessment has not been received. There is no known intervention planned at this time. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death).

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (aneurysm enlargement), (B)(4) (lack of information, cause of enlargement unknown). Evaluation, conclusion: (B)(4) (lack of information, cause of enlargement unknown).

Event description:
Additional information was received for this case. It was reported that the patient expired; however, the cause was not reported. The previously reported aneurysm growth from 8 cm in diameter to 9 cm in diameter has been updated to no reported aneurysm growth.